Event description:
It was reported the patient was undergoing an MRI to diagnose a possible inflammatory mass (im). The patient was experiencing acute pain which started (B)(6) 2013, with no relief despite dose increases and other modalities to relieve the patient¿s pain. The healthcare provider (hcp) wanted to rule out im. The pump was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# unknown, implanted: (B)(6) 2009, product type: catheter. (B)(4).